Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a nurse on 9/30/10 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who over the last year received several sessions of treatment with poly-l-lactic acid (sculptra) for a cosmetic indication. No add'l treatment details were mentioned. Medical history includes previous treatment with poly-l-lactic acid without any problems. Concomitant medications were not reported. One week prior to this report, the pt presented with lumps (area not specified). The pt has tried massaging the area, but this has not helped. The pt has been referred to a dermatologist. Therapy with poly-l-lactic acid was reported as ongoing. Corrective treatment - unk. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality: not provided.